Manufacturer narrative:
The device number 135166 is a disposable 12 ft. Cable. The device is supplied sterile and is intended for use with most standardized generators. It is designed for foot switching bipolar forceps. The manufacturing date, lot size and review of the manufacturing documents were not obtainable as the lot number of the device involved in this complaint has not been provided. Consequently the expiration or device manufacture dates are unknown and it is not known if the device was used past its expiry or useful life. No visual evidence (photographs) of failure was made available. A failure analysis of the complaint device could not be accomplished therefore the reported failure cannot be verified. A two (2) year review of product history for this device family showed there have been no other complaints for burn. This is an isolated event. (B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Conmed corporation received a litigation on 21-oct-2016 stating, "on or about (B)(6) 2013, a patient underwent a tonsillectomy surgery. Following an initial procedure, on (B)(6) 2013, the patient developed post-operative left tonsillar bleeding and she was required to go to the emergency department at (B)(6), to have the wounds cauterized to stop the excessive tonsillar bleeding. At the end of the procedure, the patient had sustained unintended severe 3rd degree burns to her right oral commissure skin and 2nd degree burns over her mucosal and vermilion portions on her face between her lips." Per the report, the patient's injuries are all as a result of a defective bipolar cautery device which caused the 3rd and 2nd degree burns to her face. The concomitant devices used during this surgery not made by conmed corporation include a covidien suction coagulator (reference e2505-10fr) and a covidien rem polyhesive adult patient return electrode (reference e7507). The following devices were named as used during the procedure dated (B)(6) 2013: disposable footswitching bipolar forceps cable, reference 35166, manufactured by conmed corporation electrosurgical unit, system 60-2450-201, manufactured by conmed corporation (please see medwatch report number 1720159-2016-00151.) Suction coagulator, reference e2505-10fr, manufactured by covidien rem polyhesive adult patient return electrode (grounding pad) reference e7507, manufactured by covidien further information has been requested on multiple occasions from user facility, (B)(6), but there has been no further information provided to date.